Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net on (B)(6) 2019. Upon reviewing data from (B)(6), it was discovered that the implantable cardioverter defibrillator exhibited episodes of possible myopotential oversensing. The patient was then brought to the clinic to perform additional testing. The clinic was able to verify that the oversensing occurred when the patient took deep breaths. The device was then reprogrammed. The patient was not symptomatic and was not affected by the oversensing event.